Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alert the customer of a bg over 120 mg/dl as intended. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide further information, and declined further troubleshooting with tandem technical support.